Event description:
A customer reported an altitude alarm occurred with their pump. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The customer was advised to wear a case for the pump to prevent obstruction and moisture exposure, and if the alarms continued, a replacement pump might be necessary. The customer was able to resume insulin with the original cartridge.